Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bardcomposix mesh (device #2). An additional emdr was submitted to represent the bard/davol composix mesh (device #1). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 1999: the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1). On (B)(6) 2002: the patient had unspecified injuries, and underwent surgery for implant of an unspecified bard/davol composix mesh (device #2). The patient is making a claim for an adverse patient outcome against the bard/davol composix mesh (device #1 and device #2) the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.

Event description:
The following was alleged by the patient's attorney: (B)(6) 1999: the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1). (B)(6) 2002: the patient had unspecified injuries and underwent surgery for implant of an unspecified bard/davol composix mesh (device #2). The patient is making a claim for an adverse patient outcome against the bard/davol composix mesh (device #1 and device #2) the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. Addendum per additional information provided: 30-aug-1999 - patient was diagnosed with incarcerated recurrent ventral hernia and pain thereby underwent open repair. Per operative notes, ¿adhesions within the peritoneal cavity and hernia sac were excised.¿ (note, the operative indication states that "there was a possible use of mesh" but there was no mention of composix mesh (device #1) in the operative notes and no product identifiers provided) (B)(6) 2002 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant of composix mesh (device #2). Per operative notes, ¿loop of bowel incarcerated within the hernia was noted and adhesions were taken down. A piece of composix mesh (device #2) was placed into the peritoneal cavity and secured by sutures.¿ (note, there was no visualization of composix mesh - device #1) (B)(6) 2010 - patient was diagnosed with small bowel obstruction and recurrent hernia thereby underwent open repair. Per operative notes, ¿bowel stuck to the undersurface of the mesh (device #2) and numerous adhesions were taken down. Area of obstruction was in the mid portion of the mass adherent to the undersurface of the composix mesh (device #2) was noted. Hernia defect was repaired by sutures.¿ (B)(6) 2018 - patient was diagnosed with mesh infection, abdominal pain and fistula thereby underwent open repair with removal of composix mesh (device #2). Per operative notes, ¿composix mesh (device #2) was found to have purulent discharge and folded onto itself. Lysis of adhesions were performed. A small piece of biological mesh was placed as an overlay and secured in place using sutures.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, fistula, infection, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had mesh excision surgery.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 15 years 11 months post implant of mesh ¿ composix, patient was diagnosed with infection, fistula, hernia recurrence, obstruction, adhesions, purulent discharge, abdominal pain and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, hernia recurrence and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis". Updated fields: a2, b2, b4, b5, b7, d4 (product catalog no, corporate lot no), d.6b (date of explant), g1, g3, g4, g6, h2, h6, h10, h11. Corrected field: b3 (date of event) this supplemental emdr represents the mesh ¿ composix (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ composix (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.